Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the display to flicker when the display to pump board cable was agitated. Disconnecting and reconnecting the cable enabled the display to function as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during the cardiopulmonary bypass (cpb) procedure on (B)(6) 2019 the team had the local display flicker in and out twice. They were able to use the local control knob to increase and decrease the flow accordingly on their sucker pump. Additionally, they were able to see their flow and changes on the central control monitor (ccm) display. They did not exchange the roller pump until after the procedure concluded. The loss of display did not delay the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Manufacturer narrative:
Per the user facility's biomedical engineer, power was never lost to the pump. After the first failure, and the replacement of the display ribbon cable, the pump was changed to a different location on the base, thus isolating the pump interconnect cable and connectors.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the local display on the pump went blank twice. The pump was still able to be controlled from the central control monitor (ccm) and the local controls. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.